Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, far p-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Isometric evaluation in clinic revealed no reproducible noise. Programming changes were made. The patient was doing fine.